Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a malfunction related to device was not holding charge. The device's machine flow sensor, power supply board and system board needs to be replaced to address the issue.

Manufacturer narrative:
Device not returned.